Event description:
The complainant reported a patient is acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient was bleeding and required 18 units of blood. The patient was bleeding from the chest tube and extracorporeal membrane oxygenation cannulas, not related to the impella. During continued support the rn states head CT was performed earlier showing anoxic injury. Care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.